Manufacturer narrative:
Insulin pump received with detached, missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached, missing retainer. Pump passed the self test, rewind test, prime, seating test, basic occlusion test and force sensor test. Unable to perform displacement test, occlusion test and dat test due to detached, missing reservoir retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that they experience high blood glucose. The customer's blood glucose was 18 mmol/l, around 20 to 22 mmol/l. The customer was treated with the multi dose injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not wish to continue troubleshooting. Customer's outcome pertaining to the complaint that they performed 5 unit test with customer that was at work during the time of the call. Insulin pump delivered as normal. The customer was educated on possible site or set occlusion but, customer was adamant it was the insulin pump that was not delivering correctly and was no longer feel safe using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.